Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received email from japan representative, they received two questions from a japanese customer. If they know, please tell them how to deal with this problem. If the water level in the tank was below 3, should they add the circulating cleaning solution sold by bd instead of just distilled water. How much water remains in the arctic gel pad after the treatment was completed. It seems that even after pressing empty pad, there was still quite a bit of water left in the pad and the water in the tank may decrease, tell a solution. There was no recommendation to add additional chloramine-t outside of the 6-month preventative maintenance (pm) mentioned in the manual. There residual water in the reservoir should contain sufficient chloramine-t, thus no further addition was necessary. The volume of residual was unknown.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Pfmea #ra7600780 rev #22 was reviewed for this investigation. The reported event is addressed in step #24 with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received email from japan representative, they received two questions from a japanese customer. If they know, please tell them how to deal with this problem. If the water level in the tank was below 3, should they add the circulating cleaning solution sold by bd instead of just distilled water. How much water remains in the arctic gel pad after the treatment was completed. It seems that even after pressing empty pad, there was still quite a bit of water left in the pad and the water in the tank may decrease, tell a solution. There was no recommendation to add additional chloramine-t outside of the 6-month preventative maintenance (pm) mentioned in the manual. There residual water in the reservoir should contain sufficient chloramine-t, thus no further addition was necessary. The volume of residual was unknown. Per follow up information received via mail on 18apr2025, there will be no impact on patients at this time due to internal training and distributor validation.